Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a business partner regarding a patient who was receiving lioresal at unknown dose/concentration via an implantable pump for intractable spasticity and multiple sclerosis. It was reported the patient was hospitalized in (B)(6) 2013 for weakness, lethargy and a fall. Hospitalization also occurred in (B)(6) 2013 for bilateral pulmonary embolism and the hospitalization course was complicated by urinary tract infection (uti) and urinary retention. The patient was hospitalized in (B)(6) 2014 for bilateral leg pain, leg spasticity, abdominal pain; (B)(6) 2014 for left arm and shoulder electric/shocking pain; (B)(6) 2015 for chest pain; (B)(6) 2015 for increasing body spasms; and (B)(6) 2015 for worsening muscle spasms and chest pain. No further information was provided at the time of report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.